Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 upon receipt, this product was thoroughly inspected and visual inspection of the ipg revealed that electrode e0 was deformed from its round shape. The impendence test check showed an open impedance for e3. A metal pin was inserted into the header in order to short out all contacts within the header. The impedance test with pin inserted shows all contacts have been shorted, indicating that all electronics are functioning within the ipg. It was discovered during device investigation that e3 had an open impedance. E0 was also found to be deformed. It's possible that this deformation may have occurred during the explant process, as there are zero errors reported in the error log. It should be noted that the deformation may be unrelated to the reported issue, as the patient's pain continued despite the device being turned off. A risk review was completed and confirmed that the event of uncomfortable stimulation was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided and the investigation conducted, the patient had an increased sensitivity to device stimulation. The patient's pain had continued despite the device being turned off. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to patient condition, since an existing condition is responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition-related adverse event.

Event description:
It was reported that the patient with this neurostimulator complained of pain at the device site believing it was located over a nerve. The patient met with their physician and a surgical procedure was performed during which the device was replaced and pocket revised for patient comfort. A follow up visit was performed and the patient was seen in office by the implanting physician. The physician advised the patient to turn off the stimulator for one week and then turn it back on at low. Following the switch off of the device, the patient had continued pain down their leg even with the revision of the pocket and with the implant turned off. The patient had a procedure to explant the device. This event is for the first revision.

Manufacturer narrative:
Correction to section h6 patient codes: pain code updated to implant pain code product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator complained of pain at the device site believing it was located over a nerve. The patient met with their physician and a surgical procedure was performed during which the device was replaced and pocket revised for patient comfort. No further complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator complained of pain at the device site believing it was located over a nerve. The patient met with their physician and a surgical procedure was performed during which the device was replaced and pocket revised for patient comfort. No further complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator complained of pain at the device site believing it was located over a nerve. The patient met with their physician and a surgical procedure was performed during which the device was replaced and pocket revised for patient comfort. A follow up visit was performed and the patient was seen in office by the implanting physician. The physician advised the patient to turn off the stimulator for one week and then turn it back on at low. Following the switch off of the device, the patient had continued pain down their leg even with the revision of the pocket and with the implant turned off. The patient had a procedure to explant the device. This event is for the first revision.

Manufacturer narrative:
Correction to section h6 patient codes: pain code updated to implant pain code. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator complained of pain at the device site believing it was located over a nerve. The patient met with their physician and a surgical procedure was performed during which the device was replaced and pocket revised for patient comfort. A follow up visit was performed and the patient was seen in office by the implanting physician. The physician advised the patient to turn off the stimulator for one week and then turn it back on at low.

Event description:
It was reported that the patient with this neurostimulator complained of pain at the device site believing it was located over a nerve. The patient met with their physician and a surgical procedure was performed during which the device was replaced and pocket revised for patient comfort. A follow up visit was performed and the patient was seen in office by the implanting physician. The physician advised the patient to turn off the stimulator for one week and then turn it back on at low. Following the switch off of the device, the patient had continued pain down their leg even with the revision of the pocket and with the implant turned off. The patient had a procedure to explant the device. This event is for the first revision.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.